Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. On 12/7/2016 - checked error log file and found repeated database errors that prevented the system from booting up to the application software. Re-installed software, reconfigured, performed gain calibration, and tested the system. Found a malfunctioning fluoro x-ray hand switch. Informed the user that the hand switch was ordered and meanwhile the system can be functioning with the foot switch. On (B)(6) 2016 - installed new x-ray hand switch and tested the system. Issue resolved. The replaced hand switch has not been received by the manufacturer for evaluation. The reported issue was resolved through re-installation of the system software. A full imaging system check-out was completed following troubleshooting and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system displayed the message "an error has occurred that may have damages system integrity". The system was rebooted and the message reappeared. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.